Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated detection for 1:1 sinus tach likely due to episode sudden onset. Concomitant products: 6943-58 lead, implanted: (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not discriminate the atrial tachycardia (at) episodes and did not withhold anti-tachy pacing (atp) therapy. The device remains in use. No patient complications have been reported as a result of this event.